Event description:
It was reported that allegedly an system error 110.6021 was identified, and therefore, assy front case w/keypad is being replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue that a system error 110.6021 was identified, and therefore, assy front case w/keypad needs replacing could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. Device inspection: no devices were returned for inspection. Root cause analysis: n/a. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 16apr2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 22sep2020 and indicated that this device was returned for service of the reported error code 110.6021 with the front case with keypad replaced on 11may2020. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Specific patient demographics were not provided as there was no patient involvement. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the front case with keypad is being replaced since a system error 110.6021 occurred. There was no patient involvement.